Event description:
It was reported that the device displayed a network communication error code 600.6875. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of ¿network comm error 600.6875¿ was confirmed. On 27-aug-2024, pcu was received unboxed and with paperwork. Downloaded bd wi-fi settings into pcu by asft program, verified the unit could not talk to the server. Swapped with a known-good radio card and re-tested with bd wi-fi settings, unit was still unable to connect to the network. Confirmed no fault found with the radio card. Swapped with a known-good logic board and re-tested with bd wi-fi settings, unit could connect to the network after the bootup. Defective logic board retained for further investigation. Device to be returned to san diego repair center for normal processing. Recommend replace logic board. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed a network communication error code 600.6875. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿network comm error 600.6875¿ was confirmed. On 27-aug-2024, pcu was received unboxed and with paperwork. Downloaded bd wi-fi settings into pcu by asft program, verified the unit could not talk to the server. Swapped with a known-good radio card and re-tested with bd wi-fi settings, unit was still unable to connect to the network. Confirmed no fault found with the radio card. Swapped with a known-good logic board and re-tested with bd wi-fi settings, unit could connect to the network after the bootup. Defective logic board retained for further investigation. Device to be returned to san diego repair center for normal processing. Recommend replace logic board. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.